Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no reported impact to the customer's blood glucose level. After receiving the alarm, the customer would resume insulin and deliver the remaining bolus amount. As these alarms had occurred in the past, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. The customer declined to discuss any troubleshooting with cts as the customer has disconnected from the pump and reverted to insulin injections to manage diabetes as per the healthcare provider. Although requested, no additional information was provided.